Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr performed troubleshooting, but the turbine differential transducer failed calibration testing. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly (pcba). The fsr replaced the main pcb and issue was resolved. The fsr performed the operational verification procedure and user verification tests and reported the device meets factory specifications. The field service representative reported the suspected main pcba is available for analysis and a return good authorization has been issued. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt800 has failed. This issue will be internally investigated within vyaire.